Manufacturer narrative:
Batch review performed on 22 june 2020: lot 1907399: (B)(4) items manufactured and released on 04-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 22 june 2020: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721), lot 1907433: (B)(4) items manufactured and released on 01-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2020. Subsequently, the patient came in reporting pain due to a periprosthetic fracture of the femur, which was caused from falling. On (B)(6) 2020, the surgeon cabled the fracture and revised the medacta stem and head with another company's stem and head. The surgery was completed successfully. Presently, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.